Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer can be opened but it cannot be closed completely. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was misaligned from rails. A field service engineer found that the hh drawer rails were severely damaged, requiring a new drawer for continued use. The drawer was ordered.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer can be opened but it cannot be closed completely. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.